Event description:
It was reported that the customer's insulin pump alarmed motor error, and sometimes the blood glucose increased to over 200mg/dl. The customer believes that the delivery of insulin was not accurate. Troubleshooting was performed, and no damage to the drive support cap noted. The displacement test was completed and passed. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed during the basic occlusion and prime tests due to a protruded/loose drive support disk. The device passed the motor test. Damages to the display window, cracked belt clip slot and cracked reservoir tube lip also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.